Manufacturer narrative:
N/a.

Event description:
The following has been reported: error (0200) motor period control reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
The device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. One technical error 35 was found which confirms the reported event. The reported device was received in lake zurich and its investigation was performed by our local technical team. According to provided information, external inspection found that the display is dim. Several functional tests related to the reported event were carried out. All performed successfully and values were found compliant with IFU specifications compared to settings. Nothing was noticed during internal visual check. Although the reported event could not be reproduced the complaint description was confirmed by error 35 found in the log review. According to the technical manual, a full configuration and calibration were performed to address this error. To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid the trend is: normal